Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had dyspnea due to the dislodgement of the ra lead with loss of biventricular pacing. As a result, the ra lead was explanted.